Event description:
A peritoneal dialysis patient has reported that there appears to be air in the cassette and fluid leaking into the cycler. There was no report of patient ill effect. There is a sample available for evaluation.